Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported during intra aortic balloon therapy blood entered the cardiosave hybrid device and contaminated the pneumatic interface module. No patient harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that blood entered into device. Upon examination of the device, it was observed that blood had mixed into the device. Upon examination, since blood had mixed into the pneumatic interface module of the device, it was determined to be defective and must be replaced with a new one. The device is defective.

Manufacturer narrative:
Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further investigation it was identified that this complaint event has been reported already under mfg report number 2248146-2025-0000701. Please refer to mfg report number 2248146-2025-0000701 for all information for this complaint event. Please cancel mfg report number 2248146-2026-0000615 in your database.

Event description:
N/a.